Manufacturer narrative:
A ge service rep performed an on site investigation. The power control board and leg extensions were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had a power issue and the leg extension were not locking correctly. No pt injury was reported.